Manufacturer narrative:
(B)(4). (B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw head broke off in screwdriver leaving the femoral sizer attached to the distal femur.

Manufacturer narrative:
The reported event was confirmed as product was returned. The product was examined and shows part of the hex head from screw lodged in end of screwdriver. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, failure to follow these instructions could result in instrument or provisional breakage and potential adverse effects on user(s) or patient. Use only instruments and provisionals specifically designed for use with their associated devices. Misuse reduces useful life and/or increases injury risk. Repeated processing according to these instructions has minimal effect on zimmer reusable manual instruments. End of life is normally determined by wear and damage due to use. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.